Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism was blocked and the coupling was defective on the compact air drive device. It was further determined that the device failed pretest for check starting behavior, check triggers for fwd/rev mode, check attachment coupling with attachments and marking and labeling. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the device was returned for evaluation on mar 12, 2018. Upon complaint review, it was determined that the correct date is feb 28, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.